Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 24.9 mmol/lat the time of the incident. Customer noted the device died in the middle of the night and cause the high blood glucose levels. No further information was available. No troubleshooting was performed. Nothing was returned or shipped.